Manufacturer narrative:
H.6. Investigation: customer returned a safe clip. There is no external damage, but the port for needles to be placed in and clipped shows signs of wear. Metal filings are also visible. A spare 31 gauge pen needle was used to test the functionality of the safe clip. Inserting the needle into the device was met with some difficulty, potentially due to the number of needles present inside. Additionally, there was some resistance to trimming the needle tip. From these observations and tests, the device may have seen significant use, leading to the cutting edge wearing down over time. Unable to complete a DHR review as the lot number is unknown. Based on the sample received, bd was able to replicate or confirm the customer¿s indicated failure of difficulty experience clipping needles. The root cause of the device being jammed is most likely needle debris obstructing the port of the device after numerous needles were clipped by the device over the course of its lifetime. H3 other text : see h.10.

Event description:
It was reported that the unspecified bd safe clip device experienced a safeclip being unable to clip/jammed. The following information was provided by the initial reporter: material no: unknown batch no: unknown.  Pet owner reported, bd safeclip is no longer working. Stated, 31g is the needle size she's clipping.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd safe clip device experienced a safeclip being unable to clip/jammed. The following information was provided by the initial reporter: material no: unknown; batch no: unknown.  Pet owner reported, bd safeclip is no longer working. Stated, 31g is the needle size she's clipping.